Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Patient did not receive therapy during the oversensing. Programming changes were made. Further programming changes were recommended. No further information available.